Event description:
It was reported in an article in neuroimaging that the patient underwent mechanical thrombectomy using the subject retrieval device to treat an internal carotid artery occlusion. The patient developed a massive brain edema and died because of complications secondary to massive stroke. The patient underwent the procedure between (B)(6) 2010 and (B)(6) 2011. The exact date of the procedure and death are unknown.

Manufacturer narrative:
Conclusion: for anticipated procedural and patient complications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Brain edema and death are known physiological effect and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
It was reported in an article in neuroimaging that the patient underwent mechanical thrombectomy using the subject retrieval device to treat an internal carotid artery occlusion. The patient developed a massive brain edema and died because of complications secondary to massive stroke. The patient underwent the procedure between (B)(6) 2010 and (B)(6) 2011. The exact date of the procedure and death are unknown.

Manufacturer narrative:
(B)(4). PMA/510(k)# - k120961/ k122478. The device is not available to the manufacturer.